Event description:
Pt was found by her patient care nurse. Pt was not breathing, had a weak pulse and was disconnected from her oxygen. Code blue was called and initiated by the team. Attempt at resuscitation was not successful. Pt expired and was pronounced by physician at 0025 of (B)(6) 2014. It is unknown at this time if the following user error with equipment contributed to the patient's death. The first pad placed on the patient, was placed incorrectly and when staff attempted to reposition the pads correctly, it got torn so staff had to get new pads. The pads worked fine when placed correctly on the patient chest and back. This was a user error that had nothing to do with the pads themselves. Phillips pad m3713a adult/child plus >10kg. Lot number 030714-02, exp 02/2016.